Manufacturer narrative:
(B)(4).the sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample attached to a stopcock was received for evaluation. The luer lock was disconnected from the stopcock and no non-conformities were noticed. A visual inspection of the stopcock revealed that the other female luer had a piece of plastic inside, possibly a broken tip of a male luer. However, this tip did not belong to the set attached as already stated before. No deformities were identified on the attached set. The set with the broken luer tip was not available and it is unknown if the set was a baxter set. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter france a solution administration set in which the male luer connection broke. According to the report, a set was connected on the luer connection of the 3-way stopcock. When disconnecting the set, the male luer connection broke into the female luer connection of the 3-way stopcock. The product administered was paracetamol contained in an unknown 100ml soft bag. There was no patient injury or medical intervention associated with this event. There is no additional information available.